Manufacturer narrative:
(B)(4); device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a gastric sleeve procedure, the device was used on the inner lining of the stomach. After firing the staples in the middle of the staple line were open. This does not happen with our colors of cartridge. Procedure was completed by putting clips on the staple line. There was no adverse consequence to the patient. A five minute delay. Device was discarded.